Event description:
Philips received a complaint on the heartstart xl+ indicating that the battery is at the end-of-life cycle. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.